Event description:
Customer called to report that he was hospitalized twice due to high blood glucose and double pneumonia. The blood glucose reading was 194 mg/dl at the time of admission. Customer stated that his insulin pump was removed at the hospital because it was cracked and was not working correctly. Customer stated that he had low and high blood glucose events at the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button response from down arrow button due to corroded keypad traces. No blank display anomaly noted. Unable to perform the no delivery test or set the time due to keypad anomaly. The insulin pump received with cracked battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, scratched lcd window and missing end cap sticker.